Event description:
Precedex infusing at 1.7ml/hr. Drop rate calculated to be 17 gtt/hr. Rounder counted gtts. 1st time was 3 gtt/min, 3 gtt/min would be 36gtt/hr, which is 3.6ml/hr. 2nd time checked 2 gtt/min, which is 24 gtt/hr or 2.4ml/hr, which is still more than the 1.7ml/hr desired.